Event description:
During a 1st metatarsal procedure, the screwhead of the cortex screw broke off upon insertion. Surgeon used another screw with no further problem. The shaft of the screw remains implanted, the head of the screw was discarded by the hospital. Surgeon completed the procedure, patient reportedly recovering well.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.